Manufacturer narrative:
Investigation is still ongoing. Article reference : taro nakazato, md, koichi toda, md, phd, toru kuratani, md, phd, and yoshiki sawa, md, phd, suita, japan.

Event description:
As reported through a literature study, "redo surgery after transcatheter aortic valve replacement with a balloon-expandable valve", 11 years after a mitral valve replacement, patient 4 developed severe aortic stenosis and structural valve deterioration (svd). Approximately 2 and 1/2 years post tavr procedure, a surgical aortic valve replacement was required for the stenosis and regurgitation due to svd associated with disposition of acid mucopolysaccharide. On post-operative day 9, patient died due to multiple organ failure of a stuck mitral mechanical valve.

Manufacturer narrative:
The edwards sapien xt transcatheter valve was not returned for evaluation. The device is not accessible for testing, as the valve is implanted in the patient. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A device history record (DHR) of work orders were reviewed that were related to the manufacturing of the devices and components that could potentially contribute to the complaint. No imagery was provided for review. A review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. Since no product non-conformance was identified, a product risk assessment (pra) escalation was not required. A risk assessment was performed on the reported event, and no evidence of a product nonconformance or labeling/ instructions for use (IFU) inadequacies were identified in the evaluation. Since no edwards defect was identified, no corrective or preventative actions (CAPA) are required. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed by literature review. Based on the limited information provided, the root cause for the valve degeneration approximately 2.5 years post valve implant could not be determined but may be related to the patient's co-morbidities (deposition of acid mucopolysaccharide)and/or progression of the pre-existing valvular disease process. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.